Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" there was leakage. There was no report of patient impact. The following information was provided by the initial reporter: the rn writes,-I inserted a 20ga 1.0in bd nexiva IV catheter into a patients hand. After removing the needle, blood began flowing from the catheter at or near the y junction of the tubing. I removed it and placed it in a biohazard bag.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" there was leakage. There was no report of patient impact. The following information was provided by the initial reporter: the rn writes,-I inserted a 20ga 1.0in bd nexiva IV catheter into a patients hand. After removing the needle, blood began flowing from the catheter at or near the y junction of the tubing. I removed it and placed it in a biohazard bag.